Event description:
It was reported that the ilet device¿s sleep/wake button was unresponsive, preventing the device from waking and unlocking despite repeated attempts over several minutes; the device eventually unlocked, and a replacement device was arranged. Symptoms included no clinical effects reported by the user. Outcomes included no change in health status and no medical intervention. Investigation included technical support troubleshooting conducted remotely. Investigation of this case revealed a device operational failure related to the sleep/wake button functionality. It was concluded that the device experienced a malfunction of the wake button, with user safety not impacted based on the information provided.